Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a set of c1 was failure in system pressure test in tsw during preventive maintenance. After replaced a pressure sensor assembly (p/n:msp161228), problem was solved no patient involvement.